Event description:
The physician was using a scuba co-cr device to treat a lesion at brachiocephalic artery. The physician reported that during the procedure strong resistance was encountered when advancing the device in the sheath. Several attempts were made to advance the device towards the lesion but these failed. Kinks were noted on the sheath. The guide catheter was used successfully with other devices during the procedure. The scuba had been inspected prior to use with no issues noted. The device had been inspected after each withdrawal, prior to re-insertion into the guide catheter. Force was applied during the attempted advancement of the device in the sheath. The stent moved from its original position on the device. Device was removed. No injury reported to the patient. Device evaluation the scuba device was received in the original box with its plastic pouch and tray the stent was moved on the balloon from the proximal marker band to the marker band. No traces of radio opaque solution were detected inside the inflation line. No other abnormalities were detected on the shaft. The balloon was analyzed and the heat setting marks were clearly recognized close to the marker bands. On the surface of the balloon, crimping marks of the stent were identified.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (treating the brachiocephalic artery). (Resistance encountered during advancement through the sheath). (Resistance encountered during advancement towards lesion). (Dislodgement).